Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hypo seizure at work about a month ago were paramedics were called. The customer declined to be transferred for troubleshoot. No further assistance or information provided.